Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient experiencing pain. Cup has moved and become vertical. Revised pca cups with depuy implants and replaced pca head with a 36mm pca head.

Manufacturer narrative:
An event regarding subsidence involving a pca cup was reported. The event was not confirmed. Device evaluation and results: there is debris in various areas of the cup. There are scratches in various areas of the cup. Medical records received and evaluation: the primary harm involved is loss or failure to achieve acetabular component fixation/ingrowth/on growth. There is insufficient documentation presented to complete this assessment and establish potential causation. Further documentation required would include: operative reports, surgical implant records from the surgeries, pre and post op x-rays from the index and revision surgeries, microbiology reports, pathology reports, outpatient office/clinic notes, and implant retrieval. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. The exact cause of the event could not be determined because there were insufficient medical records provided to the clinician to make an assessment. What likely could have caused the subsidence based on the clinicians report, ¿the acetabular shell lost or never achieved bony fixation and shifted position. The photographs of the retrieved shell demonstrate what appear to be ¿spot welds¿ of bony ingrowth/on growth but no evidence of complete or near complete fixation. The failure of fixation and shift in position along with the pain it produced necessitated revision.¿ no further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Patient experiencing pain. Cup has moved and become vertical. Revised pca cups with depuy implants and replaced pca head with a 36mm pca head.